Event description:
It was reported that battery sn# (B)(4) does not display the ready lights on the battery. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery sn# (B)(4) does not display the ready lights on the battery" could not be verified because the battery was not returned for eval. A supplemental report will be filed if the battery is returned. No adverse event reported.